Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos and one sample were provided for investigation. Evaluation of the photographs indicated a cracked tube and blood leakage. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of cracked tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the blood was leaking from the tube. The following information was provided by the initial reporter. The customer stated: the customer found that blood was leaking from the tube after usage. The possible lot number is 2237485.